Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated system revision, it was noted that the patient's bp dropped dramatically during the extraction of the rv lead. After discussions, physician suspected that there was an obstruction somewhere near svc, which might had block the blood flow to the right ventricle, and resulted in bp drop. As a result, physician decided to do an open heart surgery to extract the lead. Ultimately, the rv lead was successfully extracted. The patient is believed to be stable.